Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0958-2020. (B)(4). S/w 4.11d. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0875 inches. Unit uploaded properly using carelink. Unit had scratched case, stained serial number label, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from 03/21/2020 to 07/18/2020. 07/12/2020 dailytotalofallinsulindelivered = 35.85. 07/13/2020 dailytotalofallinsulindelivered = 36.775. 07/14/2020 dailytotalofallinsulindelivered = 33.15. 07/15/2020 dailytotalofallinsulindelivered = 31.85. 07/16/2020 dailytotalofallinsulindelivered = 31.6. 07/17/2020 dailytotalofallinsulindelivered = 31.75. 07/18/2020 dailytotalofallinsulindelivered = 18.5.

Event description:
On (B)(6) 2020 17:24:39 pst ice batch user (batch_ice) phone (B)(6), complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: niesss2 "customer deceased no further information was given due to data protection. Return pump. (Z101 + hc death n/a) " country: germany city: bergisch gladbach zip: 51429 input date: (B)(6) 2020, warranty start: 03/08/2017, warranty end: 03/07/2021, batch - ng1976751h.